Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the leaked into the reservoir compartment and between the o-rings. The caller also mentioned that the reservoir had big air bubbles. The blood glucose reading was 159 mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly or physical damage noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.